Event description:
On (B)(6) 2012, at approximately 9:30 am, the patient reported that, beginning the previous night, she had problems getting the down button on her infusion device to operate. The patient was advised to change the battery in the infusion device and this solved the problem. At approximately 9:45am, the same day, the patient reported that the problem with the down button had reoccurred. Changing the battery again solved the problem. At approximately 11:30am, the patient reported that her infusion device was displaying the basal rate screen on its own about every fifteen minutes. Then the infusion device began switching back and forth from the basal rate screen to the bolus screen. She stated that she was not pressing any buttons and the infusion device was not in a location where the buttons could be pressed inadvertently. The infusion device is beeping as it switches between screens. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.